Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed in as flextronics is an OEM manufacturing site. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps coll next gen 5.4qt red has missing label. The following information was provided by the initial reporter: according to the customer's report, when taking the product out of the carton, the hcp found that the label was missing.

Manufacturer narrative:
H6: investigation summary : according with the pictures received showing the lack of label in the base and the issue description where it¿s mentioned that when taking the product out of the carton, the hcp found that the label was missing, we can identify this issue as a failure mode related to the manufacturing process. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd sharps coll next gen 5.4qt red has missing label. The following information was provided by the initial reporter: according to the customer's report, when taking the product out of the carton, the hcp found that the label was missing.